Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens has completed an investigation of the reported event. The investigation confirmed that the error described in the complaint was the result of a software behavior. In rare cases, if the c-arm is manually moved in the longitudinal direction to a fully extended position, the system's safety stop mechanism may be activated. As a result, the c-arm stops the movement and can drop up to 20 mm (0.8"). If this problem occurs during an ongoing procedure, the system performs a safety stop. All c-arm movements are blocked and can only be reactivated by a field service engineer. Under certain circumstances, the cover of the detector or collimator can touch and possibly injure the patient due to the c-arm drop. This could lead to a situation in which it is necessary to stop the clinical treatment or continue the treatment on an alternative system. Siemens is working on a field solution. At this time all affected customers will be notified via customer safety advisory notice (csan ax015/18/s). This action has been reported to the FDA under 21 cfr 806.10: report # 2240869-05/09/2018-0011. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis pheno system. The customer moved the robot to maximum length at which point the robot stopped moving. A system restart was performed by a siemens service engineer and the system continued to work as specified. There is no report of impact to the state of health of any patient or user involved.